Event description:
The facility reported that the resident was about to be transferred into a chair when the lift's knee and shin pad "snapped", causing his feet to buckle and come off of the lift platform. He fell forward and hit the bridge of his nose on the lift arm. The staff reported his left leg was strapped to the lift on the knee pad, but his foot never made contact with the platform due to permanent knee flexion. The right leg was not strapped on. The resident lifted his leg off of the platform and was then suspended by the sling only across the back. The resident tends to lean forward (due to parkinsons disease) and did this abruptly, resulting in bumping his nose on the cross bar of the lift arm. The "snapping" noise the staff heard was due to his one leg still being strapped to the knee pad and the rubber flexible mounts pulling the knee pad back when he leaned forward. The resident's actions occurred first, which resulted in the outcome and unsafe transfer. The resident sustained a laceration on the bridge of the nose which was cleansed, dressed and covered. MFR. Report no. (B)(4).